Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer used cold insulin to load the cartridge and did not practice proper air removal technique. Customer¿s blood glucose was 81 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.